Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis: a leak test and microscopic analysis of the returned device identified a fold crease, wear abrasion, and curved openings with striated edges. Fill inspection was performed and identified no blockage in the valve. Besides, observed a void in the valve (vv of 1.5mm), it is out of specification per qa (B)(4), it is assessed as workmanship. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. Further investigation (fi) has been requested due to workmanship findings. A supplemental medwatch will be submitted upon completion of further investigation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.